Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, customer went to the emergency room (ER) due to a blood glucose (bg) level of 480 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. A cartridge change was performed to address the issue.